Event description:
Approx 10 hours post gore tag thoracic endoprosthesis procedure, the pt awoke with right monoplegic stroke and expired. The death was considered to be a cardiac event. The physician does not consider this event to be device related.